Manufacturer narrative:
The device was not returned by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states: "the alaris pump was set to infuse a set amount of fluid but delivered less than the programmed amount." Although requested, additional event information has not been provided.